Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cabinet was powered off. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was powered off. The technical support specialist verified with the user that all cables were properly plugged in, and the outlet was powered on. The user was then instructed to press the power button. Afterward, the cabinet was confirmed to be back online via lightspeed management interface. The system functioned as intended after the technical support specialist troubleshot the device.